Event description:
User asked about a "shock canceled" voice prompt during an event where the subject was not resuscitated. (B) (4).

Manufacturer narrative:
Method: based on the customer's account of the incident. Results: when analysis outcome is no shock, the device will voice prompt "shock canceled" then voice prompt, "no shock advised." Conclusion: subject was in a non-shockable rhythm, no shock was advised and no shock was delivered.